Event description:
The manufacturer was notified about a voluntary field safety notice/recall related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received reports that the device user had passed away. No specific medical intervention was mentioned. The manufacturer was made aware of this information through the customer¿s legal representative. The letter from the attorney does not explicitly allege that the customer is deceased because of the uno device. Per the pms clinical expert, based on information available at this time the notification, the device did not cause or contribute to a serious injury or death. Due to potential legal issues surrounding this case, no further investigation or follow-up can be conducted. Additional information has been requested regarding the details of the reported death. If any additional information is received, a follow-up report will be filed.